Manufacturer narrative:
Trackwise #(B)(4). The lot # 3000296499 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire portion of the jaw began to burn ineffectively, and eventually stopped conducting energy so that it was no longer sealing the branch from bleeding. One side of the wire portion came off and melted to the wire on the other side and was no longer usable. New device opened and used to finish case. Minor procedural delay- 3 min. No injury occurred to patient.